Event description:
The customer reported that the incident was not related to our device. Additional questions in regard to the clinical data were asked, and the doctor has not provided any information.

Manufacturer narrative:
(B)(4). The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that during a procedure, the generator had high noise tones and getting louder before alarming error code e306. Shortly following the generated error, the pulse rate of the patient decreased rapidly, and went into cardiopulmonary arrest. The patient was resuscitated by cardiac massage. The generator was replaced with another forcetriad unit. (Bc201504-0804) 10 minutes following the replacement of the unit, ventricular tachycardia occurred. Cardiac massage was given to the patient again. The patient recuperated to a stable status. The procedure was completed with the second generator unit but the pads and pencils were replaced. The procedure was delayed 5 hours due to the events. The patient is recovering fine.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015.